Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:a review of the pump¿s history showed multiple alarms with high force due to occlusion on 09/22/2013. The time and date were accurately set at the start of investigated. The pump was able to rewind, load and prime successfully with no alarms. The pump was exercised for 24 hours with no alarms. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.